Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00102.

Event description:
It was reported that a patient underwent a revision surgery after two mobi-c implants were found to have migrated postoperatively. The implants were removed and replaced with roi-c cages to complete the case. There were no additional patient impacts reported. This is report two of two for this event.

Event description:
It was reported that a patient underwent a revision surgery after two mobi-c implants were found to have migrated postoperatively. The implants were removed and replaced with roi-c cages to complete the case. There were no additional patient impacts reported. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Added information to d4: expiration date, unique identifier (UDI) number, h4, and h6: method, results, and conclusions. Inspection. The products were not returned, but images of x-rays were provided. The images show that there was some post-op migration in both implants, with a more severe migration for the inferior implant. The complaint is confirmed. DHR review the dhrs for both lots were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Complaint history. A complaint history review was conducted. Potential root cause. A definitive root cause cannot be determined with the information provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.